Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow up report detailing the results of the evaluation once it is completed. Evaluation method: a device sample was returned and is currently in transit to the investigation site.

Event description:
According to user facility, device was in use with patient. Upon removal, needle became detached and remained under patient's skin. Surgical intervention was required for removal of needle from patient. No adverse effects to patient reported.